Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose at the time of the incident was 400+ mg/dl. Customer's current blood glucose was 438 mg/dl. Customer reported that the insulin pump alarmed no delivery. Customer reported symptoms related to their high blood glucose levels included vomiting. Troubleshooting was done and the insulin pump passed functional testing. However, customer did report a bent cannula on the infusion set. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions.